Event description:
Reporter alleged the customer obtained a discrepant blood glucose result over 200 mg/dl back to back with a result less 100 than mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.